Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 45 mg/dl at the time of the incident. The customer was at 45 to 48 mg/dl at the time of the call. The customer stated that the pump was delivering insulin even when they were already low. The customer's sensor glucose was at 40 mg/dl, but micro boluses were still being delivered. The customer uses auto mode on their pump. The customer used food and snacks to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Installed a water filled reservoir, primed pump, monitored for five days, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window.